Manufacturer narrative:
The delivery system not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for articulation difficulty could not be confirmed. It was reported the patient¿s aortic arch was kinked. Although a definitive root cause could not be determined, available information suggests that patient factors (kinked aortic arch) may have contributed to the reported articulation difficulty. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26mm sapien 3 valve, there was difficulty crossing the ascending aortic arch with the commander delivery system and valve. The valve was deployed infrarenal in the aorta and the patient was converted to surgical avr. At the time of the report the patient was stable. The patient's aortic arch was "kinked." There were no issues noted with the valve crimping and fine alignment, but the flex was noted to not work as usual.